Manufacturer narrative:
Further information was requested but not received.

Event description:
During the initial implant procedure, the guidewire was unable to advance into the left ventricular (lv) lead. A new lv lead was successfully implanted to resolve the event. There was no alleged malfunction on the lv lead or guidewire, however the physician alleged the event resulted in an extended procedure time that was clinically significant.

Event description:
Additional information was received indicating the physician alleged the prolonged surgery did not have a significant impact on the patient.